Manufacturer narrative:
Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of amia automated pd cycler sets had the patient line cap that "came off" when the sets were removed from the over wrap. This was found before use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.